Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the majority of the products have the same reoccurring issue of breaking, cracking or leaks was confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the tip of extension set¿s male luer was broken off inside the maxzero connector with one side of the tip¿s broken edge slightly higher than the other. Approximately 0.3225 inches of the tip was inside the maxzero¿s female luer end. Further examination of the male luer tip under magnification observed whitish colored stress marking on the broken luer surfaces. It was also observed that the set¿s male luer spin collar had a vertical hairline crack running parallel to the direction of the fluid flow starting at the base of the spin collar. Examination under magnification observed there were no whitish colored scratches or stress markings around the crack. The crack¿s length was approximately 0.4130 inches long. Brownish liquid was observed in the extension set¿s tubing and in the maxzero connector. No other anomalies were observed. Functional testing was deemed unnecessary due to the damage to the extension set and the leaking that would occur. The root cause of the broken off male luer tip was not determined. The root cause of the crack in the spin collar was not determined. The device history record for bi-fuse extension set model mz5307 lot unknown could not be conducted because the lot information was not provided.